Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check therapy electrode messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The black pulse wire in the trunk cable was broken. The root cause for damaged cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.